Manufacturer narrative:
Additional information: there was no attempt to remove the stent when it dislodged. The om was the target lesion but the stent was not deployed in this area. The 1.5/2.5/3.5/4.0 mm balloons were used as intervention to deploy the stent. Negative prep was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute onyx rx drug eluting stent to treat a mildly to moderately tortuous and mildly to moderately calcified lesion, located in the om, exhibiting 60% stenosis. It was reported that the lesion had a 90 degree bend. There was no damage noted to packaging. The device was inspected with no issues identified. There were no issues noted when removing the device from the hoop/tray. No difficulties noted when removing the protective sheath. The device was not inspected after removal of the protective sheath. Negative prep was not performed and the device was not prepped. The device was inspected prior to insertion into the tuohy. The lesion was pre-dilated with a balloon of size 2.5mm at 15 atm, and the lesion yielded from pre-dilation. No resistance noted when crossing with the pre-dilation balloon. Resistance was encountered when advancing the onyx device. The device did not pass through a previously deployed stent or cell of a stent. Excessive force was not used during delivery. The inflation device remain on neutral pressure during delivery of the device. It was reported that the stent would not cross the lesion and when pulling back from the lesion, stent dislodgement occurred. Two attempts had been made to push the stent across the lesion. It was reported that the stent "accordionated" and was deployed using 1.5/2.5/3.5/4.0mm balloons. The patient status post-procedure is alive with no injury.